Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Initial reporter occupation is lay user/patient. The customer¿s strips were returned for investigation. Test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: specified target range: 2.7 - 3.3 inr measurement 1: 2.9 inr. Measurement 2: 2.8 inr. Measurement 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 10:00 p.m. The meter result was 2.9 inr and at 10:30 p.m. The laboratory result was 4.1 inr. The laboratory value was used for the medication therapy and 5mg coumadin was taken. The patient's therapeutic range is 2.5 - 3.5 inr.